Manufacturer narrative:
To date, the explanted device has not been returned to boston scientific. Upon receipt, the device will undergo detailed laboratory analysis in attempt to determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a routine device change out procedure, the physician noted that there was difficulty encountered when removing the lead from the device. The silicon part of the lead was stuck in the port. A header issue was suspected. It was noted, that force was applied to withdraw the lead from the device and the right ventricular (rv) lead separated between the positive electrode and negative electrode. A hole was made on the back side of the device header to remove the lead. The physician attempted to remove the lead with pushing the lead through the hole and it was successful. No visual damage was noted on the lead. The physician made the decision to keep the lead in service with consideration to the patient's age. The device and lead were tested and all measurements were within range. No adverse patient effects were reported. The device was explanted, replaced and will be returned for analysis.